Event description:
This pt was undergoing a percutaneous transluminal angioplasty within severe calcified, severe tortuosity and 90% stenosis of the iliac artery (right or left, unk). The lesion was pre dilated successfully and a smart control stent was deployed. A power flex balloon was used to post dilate using an indeflator, but the balloon ruptured below nominal pressure. This balloon was withdrawn from the pt's vessel. The product was prepared and clinically used as per the IFU without any adverse consequence to the pt. The product will not be returned. Additional info will be submitted within 30 days upon receipt.